Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 47-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage e shock. Prior to impella insertion, a right femoral angiogram was performed, and the access sheath was exchanged for a 14 fr impella sheath. After successful advancement of the impella catheter into the left ventricle, a post-procedure angiogram demonstrated absence of distal perfusion in the right lower extremity while the 14 fr peel-away sheath remained in place. The managing physician placed an external fem-to-fem bypass, which restored distal perfusion, allowing the patient to remain on impella cp support with clinical improvement. No allegations of impella malfunction were made, no product return was requested, and no data download was required. Plans were made to transition the patient to an impella 5.5 during a scheduled CABG, and no further interventions were necessary. The limb ischemia was clinically associated with vascular access and the large-bore arterial sheath rather than a malfunction of the impella cp device. The impella functioned as intended, and device involvement in the event is assessed as non-contributory.